Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During impella support, the patient's hemoglobin decreased to the 9.5 level, and retroperitoneal hemorrhage was confirmed by cat scan. Hemoglobin improved to the 10.0 level when the medical staff administered two units of red blood cells. Although there was no problem with impella drive, weaning was proceeded and it was confirmed that the patient was hemodynamically stable. The device was surgically removed. The source of the bleeding is unknown. It was noted that the impella cp worked without issue. The patient survived the explant.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was discarded by the customer. The root cause of the access site bleeding was unable to be determined as no product was returned for review. This report is being filed as part of a retrospective review of historical records.